Event description:
Procedure: implantation of chemosite via left side cephalic vein for chemotherapy according to the reporter: when implanted, they found catheter didn't match with puncture needle. And connector couldn't work. Detected during implantation. The patient underwent implantation of the chemosite by exploration method but the catheter could not be placed into central vein. The length to be placed with adequate patency was only 6 cm. We then shifted to puncture method ( similar to that in placement of cvc ). Probably the problem is central vein stenosis caused by previous port device ( left w/o use for more than 5 years, just removed one month prior to surgery ). During the puncture method, the guidewire could not be placed into central vein for more than 10 cm from puncture site. We later cut short the catheter and placed the catheter around 11 cm guided by the guidewre. Then we tested the patency with the needle provided in your product. The needle is too loosen for use. When we tested the patency, the catheter disloged from the test needle. The consequence is the catheter migrated into soft tissues. After repeated portable c-arm localization, the short catheter migrated to internal jugular vein. We then made another incision in the neck to open the carotid sheath and pull out the catheter from the internal jugular vein. The overall problem might be cause by loosening of the test needle (blunt end) in 7.5fr. Catheter. There was no unanticipated tissue loss. They needed to make a larger incision in the neck. There was no tissue damage or blood loss. The procedure was extended by 40 minutes to correct the problem. The patient is fine and c/t is undergoing immediately. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).